Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient presented for bilateral lasik on (B)(6) 2020. The left eye was treated first without incident. Suction was lost during the raster pattern near the visual axis on the right eye, procedure was aborted at that time. Lasik or right eye was reattempted on (B)(6) 2020 with adjustments made to the flap diameter and depth per protocol with no visible adverse event during the raster pattern or side cut. Upon attempting to lift the flap on the right eye, the flap was entered at the edge of the superior flap hinge and undermined on each side with difficulty lifting the inferior flap at the side cut indicating the possibility of more that one plane of dissection. Treatment with the visx was not performed at this time and the flap was repositioned and bandage contact lens was placed over cornea and pressure patch placed over closed lids. Due to resulting corneal edema, the secondary plane of dissection was not satisfactorily repositioned and patient will return to surgery center on (B)(6)2020 for further treatment.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.